Manufacturer narrative:
(B)(4)

Event description:
A protege self-expanding stent was being used to treat the proximal right ivc. There was little tortuosity and no calcification with 80% stenosis. The device was inspected prior to use and prepped per IFU with no issues noted. It is reported that the tip of delivery catheter detached during use. Device did not pass through a previously deployed stent. Another protege stent was used to complete the procedure. There is no patient injury.

Manufacturer narrative:
Additional information received confirmed that is was noticed that the tip was missing prior to entering the patient. The tip did not detach in the patient. The IFU was followed during preparation, procedure, post procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.